Manufacturer narrative:
The reported lot # [9355674] was not found for the reported catalog # [302131]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the barrel of the bd¿ syringe luer slip w/ needle was found distorted before use. The following information was provided by the initial reporter: "distorted barrel".

Event description:
It was reported that the barrel of the bd¿ syringe luer slip w/ needle was found distorted before use. The following information was provided by the initial reporter: "distorted barrel".

Manufacturer narrative:
H.6. Investigation: one photo and one sample were received by our quality team for evaluation. Upon visual inspection of both the photo and sample, it was observed that there was damage on the syringe barrel; therefore, the incident could be verified. A device history record could not be evaluated as the lot number is unknown. Based on the investigation, the root cause of the incident occurred during the out feed dial process.this happened at the syringe assembly process, where there is a rotary needle assembly dial and out feed dial. During the rotation, the product slipped and tilted from the slot pocket which caused a crack line on the syringe barrel body.